Manufacturer narrative:
No motor error alarms noted during testing. The device was unable to prime during prime test due to moisture damage on force sensor resistor. Excessive no delivery test and occlusion test weren't performed due to prime/fill anomaly. The motor was tested outside of the device and it passed. The device had cracked belt clip slot, broken battery tube threads, cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump has alarmed motor error several times during bolus. Customer's blood glucose was 250 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.